Manufacturer narrative:
During testing and repair at the service center, it was discovered that the unit was alarming or had a red light, the elbow male was leaking, the smart pack filter was dirty/clogged, and the 4-way valve was contaminated. This was due to the nylon ties being loose that led to the malfunction.

Event description:
Per provider, 4 way valve is contaminated and the nylon ties are loose. Per repair statement, the unit is alarming or red light, the elbow male is leaking, and the smart pack filter is dirty/clogged.